Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop events were confirmed via the log file data provided by the account; the pump stops appeared to be associated with driveline disconnect alarms. The heartmate 3 lvas IFU and patient handbook explain that if the driveline disconnects from the system controller, the pump stops. If the driveline becomes disconnected from the system controller, it should be promptly reconnected to restart the pump. The pump cannot run without power. These documents explain that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and the IFU notes that changes in patient conditions can result in low flow. All system alarms and the recommended actions associated with them are described in the heartmate 3 lvas IFU and patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 70 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that on (B)(6) 2019, the patient received a replace backup battery alarm and proceeded to switch to the backup controller but could not get the driveline engaged properly. The patient reportedly became unresponsive. Log file analysis from the primary controller (B)(4) captured a backup battery fault on (B)(6) 2019. The file shows the driveline was disconnected from the controller at 14:13:53 causing the pump to stop and remained disconnected throughout the remainder of the log file. The log file from the backup controller (B)(4) shows the driveline was connected to this controller on (B)(6) 2019 at 14:24:17 and the pump began to operate at the set speed. At 14:28:22 the driveline was disconnected again, causing the pump to stop. The driveline was reconnected at 14:28:43 and the pump returned to operating at the set speed. The pump operated at the set speed throughout the remainder of the log file from this controller. Ems was on the scene during the end of this occurrence and the patient's wife was on the phone with the vad coordinator. On (B)(6) 2019 it was reported that the patient was on hypothermia protocol with mean arterial pressure (maps) in the 80s. The patient is reportedly only on heparin and insulin drips. No corneal or gag reflexes were observed and pupils are fixed. The patient did not respond to pain. It was reported the patient was diagnosed with an anoxic brain injury and loss of vital brain stem function (MFR 2916596-2019-02203). The patient's family consented to withdrawal of care and the patient expired on (B)(6) 2019 (this MFR).